Event description:
The customer reported that the display of the central station was blank and central alarm management was not possible. The customer reported a serious injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display of the central station was blank and central alarm management was not possible. The customer reported a serious injury. The device was in use monitoring a patient at the time of the reported event.

Manufacturer narrative:
Philips received a complaint on the patient information center ix serial number unknown, indicating the display of the central station was blank and central alarm management was not possible. The customer reported a serious injury occurred. The device was in clinical use at the time of the event. Multiple efforts were made to reach the customer for additional information, but the customer did not respond. Attempts were unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The cause for the reported issue remains unknown. Philips is unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required.